Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the ventilator did not alarm. A patient was on the ventilator and became disconnected and the nurses reported there was no alarm. No adverse effects have been reported. Further data on the patient has been requested but not received.

Manufacturer narrative:
During follow up with the customer the patient was on bipap at home. The hospital did auditory testing throughout the hospital and noted there were areas where alarms could not be heard in the older nursing units. Where this patient was not that far from the nursing station and also was an area where alarms could be heard. They noted during their testing that there were a lot of patients in the hospital on bipap that they decided to train super users and do hospital wide training. She felt that alarm fatigue was the root cause as they ran tests and found other alarms were not answered. The hospital has assessed this as no malfunction of the ventilator.